Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 10atm once and at 12atm twice. However, it ruptured horizontally when inflated again at 12atm for 30 seconds. The device was removed without problem with the usual method. No complications reported and patient was in good condition post procedure.